Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number r40k3m, and no non-conformances were identified.

Event description:
It was reported that during a lap closectomy, upon dispensing the clips, the clip applier would not close clips on both instances. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) batch # r9514h device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuation's, 5 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number r9514h, and no non-conformance were identified.